Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor coupling. The patient had met with a manufacturer representative (rep), repositioned, and when pressing hard got six coupling bars. Antenna locate was attempted and this did not resolve the issue. The patient got the poor coupling screen. The patient moved antenna locate from 50 to 56, but the result was two coupling bars. The patient said that it felt like the ins may be tilted a little. It was noted that the patient already had adhesive discs. The patient was redirected to follow-up with a healthcare professional to discuss the ins position and recharging. No symptoms were reported. The issue occurred since implant. The patient met with a rep in (B)(6) 2016, and estimated (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.